Event description:
The report from the field indicated that during the index procedure the patient had a total of five (5) lesions treated by placement of six (6) cypher stents. The target lesion was the proximal circumflex (lesion #1-4). The lesion was reported to be a 70-80% stenosis. A cypher 3.5 x 28 mm stent was implanted at 14 atm. The stenosis was reduced from 70-80% to 0%. The physician reported that a tiny 1 mm ramus intermedius side branch was occluded during the stenting of the proximal circumflex lesion. The indication for the index procedure was recurrent chest pain, history of previous pci/stenting, and inferior ischemia by cardiolite stress testing, coronary angiography a demonstrated: a 30% left main stenosis, a 70% proximal lad lesion, an 80-90% diagonal lesion, patent stent in the mid lad without significant distal disease, a 70-80% proximal circumflex lesion in two sites, an 80% bifurcation lesion of the obtuse marginal (om) branch/mid circumflex (90%), and an 80-90% distal circumflex lesion which was a relatively small vessel. Atherectomy of the om/mid circumflex was done using a silverhawk catheter. Lesion #1-1: this is the circumflex/om bifurcation lesion. A cypher 3.5 x 23 mm stent (stent #1) was deployed at 14 atm. Lesion #1-2: this is the om (om1) lesion. The lesion was pre-dilated with a maverick 2.5 mm balloon. A cypher 2.5 x 18 mm stent (stent #2) was implanted. A cypher 2.5 x 8 mm stent (stent #3) was implanted in the ostium of the vessel. Both stents were deployed at 14 atm. The lesion was reduced from 70-80% to 0%. Lesion #1-3: the lesion is the mid circumflex. A proximal edge dissection was noted and a cypher 3.5 x 18 mm stent (stent #4) was implanted at 14 atm. The lesion was reduced from 90% to 0%. Lesion #1-4: the lesion was in the proximal circumflex. A cypher 3.5 x 28 mm stent (stent #5) was implanted at 14 atm and extended into a previously placed stent. The lesion was reduced from 70-80% to 0%. Lesion #1-5: the lesion was in the proximal lad. A cypher 3.0 x 13 mm stent (stent #6) was implanted. The lesion was reduced from 80-85% to 0%. Clinical impression: the 57 year-old male patient with a history of coronary artery disease (cad), prior percutaneous coronary intervention including stent placement, hypercholesterolemia, hypertension, previous smoking and (+) family history of cad underwent the implantation of numerous cypher stents. Approximately, 2 hours following implant, the patient experienced recurrent chest pain, st elevation and hypotension. Repeat angiogram revealed thrombus. The acute thrombosis was treated with thrombectomy and angioplasty. In review, the stent was said to have been under dilated and there was a possible stent fracture present. Current patient condition is unknown. The following procedural details are derived from the dictated procedure reports and catheterization logs of which there are conflicting details. Additional clarification has been requested but has yet to be provided. A copy of the films was provided and has been sent for independent review. Results are pending. The patient was being re-evaluated due to recurrent chest pain and inferior ischemia per stress test. Angiogram revealed 70% stenosis of the proximal left anterior descending artery (lad), 80-90% stenosis of the difusely diseased diagonal and a patent stent in the mid lad. The circumflex (cx) had 70-80% stenosis proximally and a patent stent in the mid vessel. The bifurcation of the obtuse marginal branch (om) and mid cx had 90% lesion in the cx and 80% in the om. Distally, 80-90% stenosis was present but the vessel was noted as relatively small. The mid cx was first treated with an atherectomy device. Then the cx was wired into the second om and a 3.5 x 23mm cypher stent was deployed at 14 atms. The om was then re-wired and pre-dilated and a 2.5 x 18mm cypher stent was deployed but the physician had "missed the ostium slightly" and a 2.5 x 8mm cypher was deployed at the ostium at or below rated burst pressure. There was a slight proximal edge dissection in the mid cx, possibly a result of the 3.5 x 23mm stent placement, that was stented with a 3.5 x 18mm at 14 atms. The procedure was completed with the stenting of the proximal vessel into the "old" stent with a 3.5 x 28mm cypher stent at 14 atms. In addition, the proximal lad had been treated with a 3.0 x 13mm cypher stent. Final impression of this procedure notes residual disease and the loss of the ramus intermedius during stenting of the proximal cx with the 3.5 x 28mm stent. Approximately 5 months later, the patient underwent stenting of mid lad with an unknown stent that was complicated by transient slow flow and export thrombectomy of the distal lad. Angiomax was also administered. Later that day, the patient experienced recurrent chest pain, st elevation and hypotension. Repeat angiogram revealed thrombus in the proximal stent in the lad, the second diagonal was occluded and there was apical "cut-off" with thrombus in stent placed in the mid lad earlier that day. Ivus revealed that the stent in the proximal lad had been underdeployed. Per the sales rep there is also a possible stent fracture of this device. Integrilin and heparin were administered. Thrombectomy and balloon angioplasty was performed, followed by post-dilation of both the proximal and mid lad stents. The procedure was successful.

Manufacturer narrative:
The product is not available for evaluation and testing. Independent film review: there was evidence of poor stent apposition in the left anterior descending (lad) stent site. The reviewer was unable to confirm whether this represents stent fracture or separation of an overlap segment of the stents. Thrombus was noted to be present and was treated with additional stent placement restoring good flow. The reviewer was not able to determine if the stent separation noted represents a fracture at the diagonal branch in the mid lad. There was clear evidence of poor stent deployment at the index/initial procedure that may have led to the restenosis and thrombosis in this patient. The devices remain implanted and are not available for analysis. Thrombotic events are known potential adverse events associated with coronary stent placement and the patient's medical history places him at an increased risk for a major cardiac adverse event. The safety and effectiveness of the cypher stent has not been established in patients with bifurcating, ostial or long (>30mm) lesions, in the treatment of restenosis, or in patients with more than two overlapping stents. In addition, the safety and effectiveness of using mechanical atherectomy devices in conjunction with cypher stent implantation has not been established. The use of more than two cypher stents in a patient has not received adequate clinical evaluation. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Based on the available information, there are patient, vessel and procedural factors that may have contributed to the events as reported. Per the procedural physician, the cause of the thrombus formation is unclear. Please note that this is the initial/final report for this product. This is one of six products used during the same procedure. Please reference MFR. Report #3003742446-2006-00597, #3003742446-2006-00764, #3003742446-2006-00765, and # 3003742446-2006-00767.